Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. The results show that the valve does not operate within the accepted tolerance in the horizontal position. A slower outflow of the dsv could be determined. Internal inspection: after dismantling of the valve, organic deposits were found. Results: based on our investigation results, we can determine a slower outflow of the valve. The determined organic deposits can be named as the cause for the functional deviation. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a dualswitchvalve (dsv) (#fv100t) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system caused an overdrainage. The patient underwent a revision procedure on on an unspecified date. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.